Event description:
During a remote follow-up, episodes of undersensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention was performed. The patient was stable and will continue to be monitored.